Event description:
It was reported that there was an alert to program nominal setting upon interrogation before an ablation procedure. Nominal settings were programmed properly. Two and half months later, the patient was brought to the ER with complaints of nausea. While in the ER, patient became unresponsive and stopped breathing and was later recovered via CPR and intubation. Upon device interrogation, it was noted that patient had vt/vf episodes for which the device appropriately delivered therapy. For one episode, double counting of qrs was observed on the stored egm. Brain injury was also suspected.

Manufacturer narrative:
(B)(6).